Manufacturer narrative:
At this point, no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and relevant raw materials history files did not indicate recorded quality problems or rejections related to this incident. Production failure cannot be confirmed. Device error was rebuilt in lab. Individual failure. Any further info will be sent in to FDA as soon as it becomes available. If no further info becomes available, pajunk considers this file as closed.

Event description:
(B)(4). Event took place in (B)(6) and has not been reported to (B)(6). Summary of user's narrative: "during spinal anaesthesia for caesarean, the needle present a fault: leaking at the plastic metal junction."